Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on sept 23, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to hematoma and leads disengagement. There are no plans to reimplant the patient with a new device as of the date of this report.